Event description:
It was reported to philips that system was unable to boot, stalling at a blue screen. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse observed that a blue screen error occurred just before windows loaded, during system startup. The fse confirmed that there was a software issue with the host pc. To resolve the issue, the fse deleted all the patient data and installed the operating system and applications software on the main control pc. After re-installation of software and necessary configurations and adjustments, the system was returned to use in good working order. The codes were updated based on the investigation outcome.